Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009629, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009629. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009629 was manufactured according to the work instruction (B)(4) version 81 and manufactured in the multivac 12 on 09-oct-2024, with a total of (B)(4) units. The assembly, lot 4k00940 was manufactured according to the (B)(4) version 27 and manufactured in the quickset line, on 09-oct-2024, with a total of (B)(4) units. The assembly, lot 4k00941 was manufactured according to the (B)(4) version 27 and manufactured in the quickset line, on 09-oct-2024, with a total of (B)(4) units. The assembly, lot 4k00942 was manufactured according to the (B)(4) version 27 and manufactured in the quickset line, on 09-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k00929 was manufactured according to the (B)(4) version 42 and manufactured in the gluing machine 04 - 05 - 08, on 08-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k00930 was manufactured according to the (B)(4) version 42 and manufactured in the gluing machine 04 - 05 - 08, on 09-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to corrective and preventive action (CAPA), therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to corrective and preventive action (CAPA), therefore no corrective and preventive action (CAPA) plan is available.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels while at school. The patient experienced symptoms of dizziness, anxiety, stomach, headache and nausea. The patient was treated at that time with insulin pen. The blood glucose was high at 460 mg/dl at the time of admission and got treated with insulin pump. The patient was released from the hospital after few hours of treatment. No further information available.